Event description:
The customer reported to olympus the pins were bent where the camera plugs into the evis exera iii video system center prior to an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Inspection of the returned device found the video socket connector had bent pins which prevented an image from being displayed when connecting the camera head. The investigation is ongoing, and a supplement report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed that the pins were bent inside the video socket. The investigation did not establish a definitive root cause for this problem that was reported during the unspecified therapeutic procedure. However, it is probable that the deformed electrical terminals on the camera head caused the connector pins on the video socket connector to bend. Olympus will continue to monitor field performance for this device.